Manufacturer narrative:
Info received via medwatch report #2600320000-2011-8019. This report will be amended when our investigation is complete.

Event description:
It was reported that pt was experiencing shoulder pain and was revised. The surgeon felt the poly liner was worn in a manner inconsistent with how it should have looked after three yrs in vivo.